Event description:
The manufacturer received information alleging a ventilator's display was faulty. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's display screen was found to be broken. The device's display screen will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.